Manufacturer narrative:
The thermogard exhibited mid: 09 (air trap assembly) error message during the initial functional testing. The air trap sensor block was replaced to remedy the fault. During visual inspection display head fan was noted noisy, unrelated to the reported event. Fan was replaced to address the issue. Following service, the thermogard passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended.

Event description:
During maintenance service of the returned thermogard xp ivtm system (B)(4) on (B)(6) 2018, the system failed functional testing due to mid: 09 (air trap assembly) error.